Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the problem of image signal transmission due to the failure of the camera cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the endoscopic image was not displayed. (B)(4)checked the subject device and found that the reported phenomenon was duplicated and the camera cable had failure. There was no report of patient injury associated with this event.